Event description:
It was reported that on (B)(6) 2022, a brevera procedure was performed and the driver made a loud backfire noise and the needle/probe spun from 8 o'clock to 4 o'clock. No further specimens could be obtained and could not lavage the biopsy area. The probe/needle was removed from the patient and the driver was detached from the brevera, a second incision was done since the driver/needle malfunctioned, and the procedure was aborted. The procedure has to be rescheduled.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Hologic field engineer evaluated the brevera unit the following day and was unable to determine anything wrong with the unit. He replaced the driver even though he could not duplicate the error. He also stated that the "driver error" message received was a "blanket" error that stops the procedure but did not necessarily mean that there was a driver error. The hologic field engineer believed that the tissue may have been dense and the probe/driver struggled with cutting through this and that possibly a gear broke on the probe. The probe was not retained. The device involved in this event was not returned for evaluation purposes; therefore, visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.